Event description:
A malfunction alarm was reported with malfunction code 24. Customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support resolved the issue by arranging a replacement pump for the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.